Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Total rbc product collected was below 15% of total blood volume. Root cause: this disposable set was unavailable for specific root cause analysis. The analysis of the run data file did not find any conclusive cause for the higher than expected rbc product volume reported for this collection. Possible root causes were previously provided in supplement #1 for this event.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find any conclusive cause for the higher than expected rbc product volume reported for this collection. Specifically, the signals from the returned reservoir do not indicate any diversion of fluid from the return reservoir to the product bag. Based on the available information, it is possible that the volume discrepancy could have been caused by a weighing, calculation, or other process error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
There was not a transfusion recipient or patient involved at the time of this incident, therefore, no patient information is reasonably known at the time of the event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the redblood cell volume discrepancy that occurred during a triple platelet product collection. Per the customer, the unit was over the recommended percentage difference. The exact volume discrepancy is not known at this time. The entire patient identifier is (B)(6). Patient age, gender and weight are not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.